Event description:
It was reported that while using the ilet system the patient experienced an overnight hyperglycemic reading up to 276 mg/dl followed by a hypoglycemic event upon waking with a nadir of 47 mg/dl; the patient denied user error and treated the low during the call with oral glucose (honey), after which glucose levels began to rise, and the case was transferred to clinical management for further assessment. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event and a low glucose event. Investigation included troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.